Event description:
Based on the medical records provided by the patients attorney: on (B)(6) 2004 - patient underwent repair of recurrent ventral hernia with composix e/x. The medical records note composix kugel but based on the size of the patch it is most consistent with composix e/x. On (B)(6) 2005 - excision of composix e/x, implant of non-bard graft.

Manufacturer narrative:
The device associated with this event was originally reported to davol as recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the medical record review, the patient underwent repair of recurrent ventral hernia with composix e/x. The medical records note the mesh was that of composix kugel, however, based on the size of the mesh it is most consistent with composix e/x. There are no operative reports following the implant of the mesh. The pathology report that is available indicates that infected mesh was removed on (B)(6) 2005, the size is consistent with composix e/x. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. It is probable that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time.